Event description:
It was reported that during implant of the ventricular lead, the suture sleeve could not be sutured appropriately and the lead moved within the sleeve. After additional attempts , the sleeve was sutured successfully and lead implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.